Event description:
Pt was found unconscious by his wife who tested his blood glucose as 185 mg/dl on suspect device as 185 mg/dl. She called 911 and retested blood glucose as 191 mg/dl on suspect device. Emt's tested his blood glucose as 35 mg/dl and gave him a glucose IV. Pt stayed at home and is doing well.